Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. A homechoice rite (return instrument test/evaluation) electrical test and homechoice rite functional test was performed, there was no failure or malfunction identified that could have caused or contributed to the reported event. An internal and external inspection was performed and found no issues. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized approximately three weeks prior to death for bypass surgery and experienced post-operative hypotension. The patient was discharged prior to death. The patient died at home in her sleep. It was unknown if the patient was connected to the homechoice at the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.